Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a keypad anomaly on the insulin pump. Customer stated that the act button was unresponsive. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.